Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where the device was not used in accordance with the instructions for use (IFU). Additionally, the customer is utilizing an endothermo disinfector double (etd) that is undergoing field corrective action (fca) in europe due to concerns over disinfection efficacy. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's deviation from the IFU likely led to the reported event. Additionally, scratches found in the biopsy channel, the air water cylinder, the suction channel, and the suction port could have led to the accumulation of growth. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 100 cfu/ml colony forming units (cfus) of klebsiella pneumoniae and 100 cfu/ml colony forming units (cfus) of pseudomonas aeruginosa contamination on (B)(6) 2025. The device was retested on (B)(6) 2025, and it tested positive for >200 cfu/vf of klebsiella pneumoniae and >200 cfu/vf of stenotrophomonas maltophilia. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.